Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in gloucester, united kingdom. In order to solve the issue, stirrer motor was replaced by livanova technician during repair activity. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed two (2) error messages (e05 and e07) on patient side associated to stirring mechanism that does not start / is blocked. The issue occurred during repair activity. There was no patient involvement.

Manufacturer narrative:
H11: a device service history review has been performed and identified that the unit was manufactured in 2017 and the stirrer motor was replaced in 2019 after a similar complaint (MFR# 9611109-2019-00767). Based on all the collected information, it cannot be ruled out that the most likely root cause of the reported event is a jammed stirrer motor likely due to the wear of the components (motor bearing). Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase.

Event description:
See initial report.